Event description:
During a gastric bypass procedure, the surgeon went to fire device on patient's stomach, the device fired and some staples formed correctly. However, some fired staples did not form and were still in their prefired u state although they had been fired. Another device was fired and also failed in a similar fashion. There were no adverse consequences to the patient.